Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument and completed the device evaluation. The instrument was found with a broken curved blade at the base. Broken piece, approximately 0.63" x 0.10" was not returned. The material was missing. Isi followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use and no damage or anything out of the ordinary was observed. The procedure was low anterior resection and the event date was 26/03/2024. The instrument did not collide with any other instrument or tool during the procedure and no fragment fell inside of the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had broken tines.